Manufacturer narrative:
Device eval: device not returned for eval. If more data becomes available, a follow-up report will be submitted.

Event description:
Complainant reported power injector tubing/syringe partially disconnected during angiography, spraying contrast into air. This also introduced air into the injector tubing that was directly connected to a catheter that was sitting in the pt's aortic root.